Manufacturer narrative:
G4: 05feb2021.b4:08feb2021. Philips repair bench technician evaluated the device and was unable to duplicate the symptom. No parts were replaced. The device passed all performance verification testing and was placed back into use with the customer.review of the provided diagnostic report showed no error codes were generated. There is no information to support that a malfunction occurred. Philips was unable to determine the cause of the reported symptom as it could not be reproduced. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Event date: (B)(6) 2020. Report date: 29dec2020.

Event description:
While connected to a patient and delivering therapy, an absence of flow trigger was noted with zero pressure wave form displayed on the device. The device has currently been retrieved for further investigation and evaluation by philips. Further information is pending results of evaluation. The device was in therapeutic use during the time of the event. The patient was being ventilated with settings: mode - s/t, ipap 10 cmh2o, epap 4 cmh2o, fio2 80%. Device configuration included a passive reusable breathing circuit (unknown make and model), f&p mr 810 humidifier inline, and comfort gel full face mask interface. Patient mild to moderate hypoxemia was noted with a desaturation of peripheral capillary oxygenation (spo2) from 98-100% to 88% on 80% fio2. The patient was removed from the device and placed onto a backup ventilator with noted improvement to the patient spo2 (unspecified).